Event description:
It was reported that a patient using the ilet experienced severe hyperglycemia indicated as ¿hi¿ with rapid rise arrows and concurrent vomiting shortly after initial training; the patient presented to a hospital, received intravenous fluids and an antiemetic, and was discharged, and the episode resolved while the ilet remained in use with blood glucose returning to target. Symptoms included nausea and vomiting. Outcomes included an emergency medical evaluation with treatment and discharge. Investigation included collection of event details from the patient and a review of device alerts and usage context. Investigation of this case revealed no reported device malfunction, with the event plausibly associated with dietary intake around the time of the episode and resolution occurring without device discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.